Manufacturer narrative:
The case for initial MDR 3004123209-2023-00116 was determined to be a duplicate. Please refer to MFR report number 3004123209-2023-00121 for the initial report and subsequent details. A supplemental report for this case will not be forthcoming.

Event description:
The customer contacted heartsine to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.